Event description:
The strykeflow suction irrigation device was leaking brown fluid from the battery pack - some of this fluid splashed onto the rn's clothes, which started to irritate her skin. The device was removed from the procedure and one of the nurses opened the battery pack and the batteries inside appeared corroded. No harm was done to the pt.

Manufacturer narrative:
Device is currently being shipped overseas and has not reached our site for investigation. When rec'd, a f/u report will be submitted with investigation results.